Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was very symptomatic due to the loss of atrio-ventricular synchrony. It was further reported that the device was indicating oversensing in both the atrial and ventricular chambers due to being programmed at a very high sensitivity. Far field r-wave (ffrw) oversensing was causing inappropriate mode switching. The device sensitivity was reprogrammed which brought relief to the patient's symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.